Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio anomaly. The customer¿s blood glucose level was unknown at the time of incident. Customer reports they did not hear beeps when audio volume settings were saved. The insulin pump will be returned for analysis.